Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2010; 6935 implantable defibrillation lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead had far field r-wave oversensing and that the p-wave was very small. An optimization adjustment was done that resolved the oversensing. The lead is still in use. No patient complications have been reported as a result of this event.